Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 500 mg/dl. Customer experienced nausea, vomiting and treated their high blood glucose with a manual shot. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer was advised to remove the reservoir, rewind the insulin pump, reinsert the reservoir and run a manual prime. Customer was advised a tubing clamp would be sent out and to call back when they receive it in order to complete the troubleshooting process.